Event description:
Table tilted unexpectedly during surgery. Personnel caught it and locked it back in place. No injuries.

Manufacturer narrative:
Based on the information received from the investigation and device evaluation, there were no issues found with the device and it performed as per the specifications. It was deemed as an user error as the table tilted because the hospital staff failed to follow the instructions per the owner's manual by not turning on the rotation safety lock during the operation. An onsite training of the hospital personnel was scheduled following the incident.

Event description:
Table tilted unexpectedly during surgery. Personnel caught it and locked it back in place. No injuries.